Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8711, lot# j11506r10, implanted: (B)(6) 2003, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient underwent an MRI due to increased pain, and to rule out a granuloma. The event date was noted as (B)(6) 2017. It was unknown what actions were taken. The event status was unknown.